Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified mid-right coronary artery (rca). A 3.00mm x 12mm emerge balloon catheter was advanced for dilation. However, during initial inflation at 6 atmospheres for 5 seconds, the balloon rupture. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and patient was in good condition post-procedure.